Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10798; 2017865-2019-10799; 2017865-2019-10803. It was reported that the patient was admitted for cardiogenic shock following a recent implant. The system was explanted due to infection at the site of implant though the physician did not believe the system was responsible for the infection. The system was to be replaced once the infection was treated. The patient was recovering.

Manufacturer narrative:
Cardiogenic shock removed from h6 as this was not caused by the device.

Event description:
New information received indicates the cardiogenic shock was unrelated to the device and occurred 05 jun, 2019 before the device was implanted. The device was implanted (B)(6) 2019 and was explanted (B)(6) 2019 after an infection was observed as pus exuding from the pocket when a dressing was removed. The patient received a replacement device six weeks later after recovery.